Event description:
New information notes that more t-wave oversensing was seen even after the changes were made. Additional programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, post paced t-wave oversensing was observed. Programming changes were discussed.

Event description:
New information received notes that patient presented for programming changes in clinic. The changes were made. The patient was stable.